Event description:
Approx 35 pt samples with high recovery for calcium. Only one pt example was provided as follows: initial calcium result of 8.5 mg/dl. Same sample repeated recovered 7.1 mg/dl. Initial result was not reported. The field service rep determined there was a problem with the reagent and calibrators.